Event description:
In 2002, patient reported intermittent operation while using the device. In the following month, patient was evaluated by a company representative. Revision surgery has been scheduled.